Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is unable to turn the ipg with either the programmer or the magnet. A replacement programmer was also unable to communicate. The pt suspected the ipg is at end of life. The physician plants to replace the ipg.